Event description:
It was reported during testing conducted at the manufacturer's facility metal shavings were found in the device. There was no procedure, patient involvement, surgical delay, medical intervention or adverse consequences reported with this event.